Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged three days after being implanted. A chest x-ray showed the lead was in the outflow track after originally being placed in the apex. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.